Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise episodes were observed on the right ventricular (rv) and right atrial (ra) leads. During device replacement surgery for normal eri, both leads were capped and replaced. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2017-08444.